Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the french regulatory agency (ansm), that during use, the oxygen concentrator did not alarm, the end user's oxygen saturation dropped to 60%, and the end user became cyanotic. The medical emergency service was called to assist and the end user's oxygen saturation quickly corrected when oxygen was provided. The user manual contraindications state: "the device is not intended to be life supporting or life sustaining. The devilbiss 5 liter oxygen concentrator may be contraindicated in patients at risk of experiencing serious adverse health consequences resulting from a temporary loss of function." Devilbiss healthcare is investigating the issue and will file an update if additional information becomes available.

Manufacturer narrative:
Devilbiss healthcare evaluated the device and found that the main pcb (printed circuit board) was defective. When the device was powered on, there was no audible alarm, no visual alarm, and the pcb was not logging hours. There is no damage or burns on the main pcb. Thermal damage was noted on the compressor mounts at the base of the unit, as well as on the external plastic near the mounts.